Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer was using u-500 insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 142-156 mg/dl.